Event description:
Information received from the field notes that during a routine follow-up, interrogation of the device revealed a current drain of 93ua. Prior follow-up visits observed current drain measurements at 92ua and 85ua. The physician elected to schedule a device replacement.